Event description:
No output, after use of ec during minor surgery, patient was transferred to another hospital and became asystolic. CPR was initiated, nonfuctioning device replaced. Patient responded will and dismissed from hospital following day.